Event description:
Suture breakage post op. Summons and complaint states that suture broke approx four months following coronary artery bypass graft surgery. Suture breakage required a re-operative procedure to repair a sternal non-union.